Manufacturer narrative:
The customer did not return the suspected products. An in-house contour next ez meter was tested with the in-house contour next test strips from lot # 8fpef08b, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour next ez meter used by the customer. There were no issues or abnormalities during the manufacturing of the meter.

Event description:
The customer alleged that she obtained high readings on her contour next ez meter. At around 8:00 p.m., the customer went to the hospital as she was feeling dizzy and could not walk. When she arrived at the hospital, she was placed on the wheel chair and once inside, she was administered with insulin. She could not provide the exact amount of insulin administered to her in the hospital. She was in hospital for two hours and felt better. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.